Event description:
It was reported via repair work order that there was phantom motion with the footend lift lowering by itself due to a stuck button on the siderail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.